Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/30/2017 with the following findings: a review of the black box showed several consecutive call service 054/052/012 slave communication alarms. The returned battery cap was undamaged and was able to fit. The rewind, load, and prime steps were performed successfully. The pump cover was removed to find no intermittent conditions to the printed circuit board or continuous glucose monitoring module. The alarm was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.